Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call to have experienced insulin squirting out during manual prime. And condensation inside the reservoir compartment. The customer's blood glucose was 10 mmol/l at the time of incident. No troubleshooting was performed on the prime anomaly. Customer also reported that the insulin pump screen and battery compartment was cracked. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded the motor home switch. Analysis was unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No moisture damage electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.